Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The case was mashed, bent and the senor was dislocated to one side. The catheter had some slight bends in the catheter material and black marks on the labels. Due to the condition of the device, no functional testing was possible. A review of both finished good and component quality records found no discrepancies. Based on the supplier's evaluation, the reported issue was confirmed. The cause of the failure was determined to be mishandling of the catheter. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- (B)(4). Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, the microsensor could not give icp readings after implantation and monitoring was discontinued. After implantation and the patient was returned to the ward, a microsensor malfunctioned causing the icp express to show "p-0". Surgeon tried the microsensor with another icp express; however, had the same results. During implantation, microsensor was zeroed and showed normal pressure readings. Device was removed and monitoring discontinued.